Manufacturer narrative:
The reported issue of clip open ¿ efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported unintended movement (clip open -efaa) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4. Noted restricted posterior leaflet. The first clip delivery system (cds) (00623u288) was advanced to the mitral valve and while preparing to deploy the clip, the clip opened during establishing final arm angle (efaa). Troubleshooting was performed; however, the clip opened again. This clip was removed still attached to the cds and another cds (00623u285) was prepped. During prep there was significant resistance noted when attempting to open the clip when the arm positioner was locked. There was also squeaking heard while the arm positioner was locked. This clip was not used and there was no patient involvement. Another cds was able to be prepped and implanted successfully. Three total clips were implanted, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.